Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was loose and keeps failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was loose and kept failing. The field service engineer (fse) noted that the remote manager had been failing and found a loose hasp door. A new hasp door was installed, and the latch switch contacts were cleaned and lubricated with grease. The remote manager door was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.